Event description:
It was reported that this pacemaker was found to be in safety mode during routine check. The patient reported experiencing a syncopal episodes every time they moved their arm. The patient is dependent. Further troubleshooting found that every time the patient moved their arm, the device would inhibit pacing and the patient would experience a syncopal episode. The pacing inhibition was a result of the limited available device parameters while the device is in safety mode. Technical services (ts) was consulted and recommended the device be replaced. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.